Event description:
It was reported that an intraocular lens (iol) has a defect/scratch on the optic. The surgeon reported the inserter seems to be scratching the lens when it is released. The surgeon implanted the lens in the patient's operative eye and left the lens implanted as the defect was outside of the visual field. The surgeon reported there was no resistance during the implantation. When the lens unfolded, the defect was detected. The surgeon saved the inserter. Through follow up it was confirmed that the lens remains implanted in the left eye. There was no medical or surgical procedure performed outside standard of care. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/asked but unavailable (asku). Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, as information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number:(B)(6). Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation : no suspect product was received; however, a photo was provided by the customer. The photo displays an eye implanted with the suspect product. The picture displays a pseudophakic eye implanted with an intraocular lens claimed to be a johnson and johnson iol model is unknown. It can be observed a tore like mark, located paracentral to the iol visual axis. Due to the mark location it is expected a low probability for the observed issues to impact the patient visual function; however, the definitive clinical impact and the incident root cause cannot be determined per a photo assessment. No further evaluation was performed and no further issues identified. The complaint issue "cosmetic issues" was not identified during photo evaluation. The observed "lens damaged" is similar to the reported complaint issue. Conclusion: as a result of the investigation and based on limited information available, it is not possible to determine an indication of product malfunction or product deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.